Manufacturer narrative:
Investigation is not yet complete. Upon completion, a supplemental report containing the information will submitted.

Event description:
The customer reported presumed false negative results with the binaxnow covid-19 ag test. The customer reported negative results with the binaxnow covid-19 ag card performed (B)(6) 2020. Repeat testing with the binaxnow covid-19 ag was also negative. On (B)(6) 2020, the binaxnow covid-19 ag test was repeated and generated positive results. Swab type, sample type, and procedure details were not provided. Confirmation testing was not performed. The customer stated that the patient had a fever of 100.3 f on (B)(6) 2020. The patient was treated as positive for covid-19 due and quarantined. The patient never had any further symptoms. The customers suspects the patient was positive on (B)(6) 2020, but perhaps was early in illness and did not have an adequate viral load to have a positive result, or there was not an adequate sample. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information provided by the customer confirmed there was no death or serious injury and no impact or delay to treatment based on the binaxnow covid-19 ag test. The customer also provided patient demographic information. The customer clarified that the patient had been symptomatic for three (3) days prior to testing with the binaxnow covid-19 ag test on (B)(6) 2021. On (B)(6) 2021, the patient was still symptomatic. The customer also reported that the kitted swabs were used to collect nasal samples from both nostrils. Immediately after adding six (6) drops of extraction reagent to the test card, the swab was inserted and rotated clockwise three (3) times. After fifteen (15) minutes, the test results were read. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.